Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2023, it was decided to remove medical device problem code, off-label use and to add a24, to more accurately capture the reported event.

Manufacturer narrative:
On 4/22/2019, mentor became aware that the patient code 3262 for neoplasm malignant was erroneously excluded from the initial report that was sent on 3/23/2019. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5083679) that a patient of unknown age underwent breast prostheses implantation with mentor saline implants on 2006 for unknown indication. The patient was diagnosed with large granulomatous mass in right ethmoid sinus (requiring surgical intervention) left side non-toxic inflammatory multinodular goiter with small section of papillary carcinoma at the interior left isthmus and one left side hyper-parathyroid (requiring surgical intervention), h.pilory infection, reflux, eosinophilic esophagitis, meniere¿s disease, limited scleroderma and lymphocytic thyroiditis. The patient also developed symptoms including but not limited to issues with eyes (dry & red eyes, vision loss and distorted vision), tingling sensations, loss of balance, vertigo, right side shoulder, chest, arm and hand burning sensations, ringing in right ear, swelling, daily occipital migraines, lingering (B)(6) ana test, numbness and stiffness in neck and right shoulder, varying degrees, hair loss, skin redness, flu symptoms, recurrent sinus infections, muscle aches, weak bones, extreme sensitivity, nausea, memory loss, signs of raynaud¿s disease with burning, swelling and discoloration in both hands, along with extreme cold intolerance, food intolerance and constipation, weight loss, metallic/onion taste in mouth, lymph nodes in neck, temporomandibular joint (tmj) disorders, internal cystitis, recurrent candida, symptoms of lyme disease, ongoing chronic inflammatory markers and elevated homocysteine levels, elevated anxiety, nigh sweats, occasional heart palpitations, sternum and rib burning and pain, allergy to mold. The root cause of the patient's symptoms are unclear. No product issue, such as deflation was reported. The patient will undergo explantation on 2019. This case was not confirmed by a healthcare professional. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).